Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: when inserting the cage, the tip of inserter caused the breakage of the cage. Strong impaction was needed since the bone was hard. All fragments were removed. The procedure was completed by using a new one and no injury to the patient was reported.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. First we put together the parts. Here we found, that the implant is complete, no parts were missing. Then we made a microscopic investigation of the terminal. Here we found impacts and abraded peek chips. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the complaint description, the surgeon used the wrong implantation instrument. Furthermore there are several indications of excessive force, like peek-chips at the terminal. A material defect or manufacturing error can be excluded. No CAPA is necessary.